Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is expired, the manufacturing plant is unable to verify. Therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Material no: 309604; batch no: 0162457. It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringes were received without expiration. The following information was provided by the initial reporter: there have been multiple instances of not having an expiration date on their flush syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309604 batch no: 0162457. It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringes were received without expiration. The following information was provided by the initial reporter: there have been multiple instances of not having an expiration date on their flush syringes.